Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was sent in for annual maintenance but a repair was identified. Repair for calibration issue; missing ce mark; corroded e-ring, corroded needle bearing; corroded reciprocation arm was identified. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.